Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a chronic gi bleed and transfused every 2-3 weeks. The patient's last admission for bleeding was on december 26, 2013 and iron supplement was added at that time. No further information has been provided at this time.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation as the device was not returned to the manufacturer. The patient had a previous complaint of gi bleeding (please reference MFR report # 0002916596-2013-00954) and remains ongoing on pump support. No further related events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient present with chronic gastrointestinal (gi) bleeding is now anemic and was being treated as an outpatient with administration of packed blood cells.